Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, pump tubing leakage.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. The separation appears to be within an area of confined abrasion. Surface abrasion is noted on all tubes and the strain relief of both exhaust tubes of the pump. Partial separations within abrasion are noted on the detached exhaust tube. Testing revealed these not to be sites of leakage. A partial separation is noted on the detached exhaust tube. Testing revealed this not to be a site of leakage. No functional abnormalities are noted with the detached exhaust tube. Based on quality's examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube overlapped and abraded against one another. This most likely caused the longer exhaust tube of the pump to be kinked onto itself, abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.